Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer had experiencing air in line alarms with and without visible air noted. To troubleshoot she will wipe the membrane area of the pump module with an alcohol wipe or change out the IV set. No patient harm reported. No additional details provided. This was reported to bd associate during the site visit. No further information available.